Event description:
It was reported that the health care professional (hcp) wanted to review reports on this implantable cardioverter defibrillator (ICD) after the patient experienced a syncopal episode. Technical services (ts) reviewed the device data and noted loss of capture (loc) on the right ventricular (rv) channel. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.